Manufacturer narrative:
(B)(4). As the device was not returned for analysis, no evaluation could be performed. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies and warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up report will be submitted.

Event description:
It was reported that during the troubleshooting for an unrelated alarm on the homechoice (hc) device, the home patient (hp) swapped the heater bag for the supply bag. This occurred during the therapy. The hp was in fill 3 of 5 and was connected to the device. The technical service representative (tsr) instructed the hp to end the therapy and assisted with the manual drain. There was no patient injury or adverse event associated with this report.